Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis in a good condition with no appearance of any physical damage. During analysis, the customer's reported problem unable to be duplicated. Accuracy test and syringe delivery test were performed and no problem was found. Based on the evidence, the complaint was not confirmed, and no problem was found.

Event description:
Information was received indicating that a smiths medical medfusion pump was being used to deliver volume/time and the nurse took readings four different times after each hour. The reporter indicated that the readings seemed normal and in line with proper functionality besides the fourth reading, which was the final and should have been higher number but was lower that the third reading. No patient consequences were reported. No adverse effects were reported.